Event description:
I have used renu norub contact lens cleaner and have suffered from an eye infection for more than 6 months. It first appeared six months ago, I had redness on the sides of my eyes and my eyes swelled up. I saw my dr, removed my contacts and took antibiotics; we thought it was a staph infection. The first week of march the exact same thing happened and I was treated with two more antibiotics. I now realize that the antibiotics were not doing anything for me, but it was the removal of my contacts and not using renu. On april 1st I noticed the swelling coming back and met with an eye surgeon to get a 2nd opinion. Dr thought I had "bleporitus" and gave me some antibiotic drops and some eye cleaner. She thought it was allergies. I was made aware of the renu problems last night and immediately discontinued use. I have called my dr but have not heard back yet.